Event description:
The customer reported that while the iabp was in use on a pt, the clinician observed acid dripping from the battery box. They observed that the battery box was "quite hot". The iabp continued to function. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event has been reviewed. There are no nonconformances noted in the DHR. A photograph of the batteries shows that the battery case is cracked, and the case is "rippled", potentially from the heat that was reported by the customer. The company service representative replaced the batteries and the power supply. The power supply has been returned to the manufacturing facility in (B)(4) for evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).